Manufacturer narrative:
The subject device has not been returned to omsc but was returned to sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the all channels of the device tested positive for micrococcaceae (1 cfu/endoscope) the testing result cleared the french guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. Klebseilla pneumoniae (>100 cfu/100ml) the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope serie4, using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to correct the contents of "h10: provide narrative data" in the supplemental report submitted on december 24, 2019, and to provide additional information. Corrected information: the subject device has not been returned to omsc but was returned to olympus france.(ofr). Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from the instrument channel of the device tested positive for micrococcaceae (1 cfu/endoscope) the testing result cleared the french guideline. Additional information: omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.